Manufacturer narrative:
Information was received on 8-mar-2021 indicating that the issue did not fail while in use with a patient.

Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps complaint battery communication issue was detected. Event log revealed battery not functional and during testing, the battery values registered 0. This was isolated to normal wear and age of device is five years old. Action was taken to replace the battery and device went on and passed all functional testing.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps displayed a battery communication issue. No adverse patient events reported.